Event description:
Physician reported right side capsular contracture baker grade IV and an isolated simple cyst of 7 mm. Device has been explanted.

Manufacturer narrative:
Cont. H.6: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6, b.3., d6a.

Event description:
Physician reported right side capsular contracture baker grade IV and an isolated simple cyst of 7 mm (not device related). Device has been explanted.